Event description:
User facility reports one needlestick incident that resulted in medical intervention. The incident occurred at the end of the hemodialysis treatment when pct was removing needle from hiv positive patient. Pct reports the needle came out the side of the safety device and they were stuck in the index finger. Pct was put on 30 day course of combivir and will be monitored with regular blood work. Medisystems clinical specialist inserviced staff at this facility on use of the anti-needlestick safety device. Involved pct was observed to incorrectly use the device even after training was complete. Incorrect technique was reported to facility director.